Event description:
Pt reported that their infusion sets are leaking. They stated that this has occurred on 2 occasions, immediately after showering. Pt's blood glucose was affected (value not provided), which they self-treated by changing their infusion set and bolusing insulin.